Event description:
Medtronic employee reported that this patient had a pump implanted approximately one month beyond the expiration date of the product. A follow up report will be sent when additional information is received.